Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "revision total hip arthroplasty due to pain from hypersensitivity to cobalt-chromium in total hip arthroplasty" written by ima kosukegawa, md, satoshi nagoya, md, phd, mitsunori kaya, md, phd, koichi sasaki, md, phd, mikito sasaki, md, and toshihiko yamashita, md, phd published by the journal of arthroplasty vol. 26 no. 6 2011 was reviewed for MDR reportability. The article's purpose was to report on a case of (B)(6) woman with a left tha utilizing depuy aml -a plus stem with duraloc cup and cocr head and enduron poly liner all received in 2002. In 2005 she developed left hip pain and a cystic lesion was discovered without infection via CT. Radiographs revealed osteolysis around the acetabular component without loosening. Revision was performed and the cocr stem was removed and debridement was performed of the cystic lesion in iliopsoas muscle. Necrotic soft tissue was present. No mention of debris. She was diagnosed with hypersensitivity to cocr. She remained asymptomatic 3 years post revision surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.